Event description:
It was reported that the demonstration equipment was not used on a patient. The problem was the arctic sun device did not want to draw water into the system. During the operation of the device, once the water is filled, there was low pressure which stops the operation of the equipment. Per review of wo on 03nov2023, there was no patient involvement. Per follow up information received via mail on 03nov2023, the device was sent to crs asslar for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the device was unable to fill due to a weak circulation pump. The circulation pump was replaced. It was also reported that the inlet pressure was low. This is also a result of the weak circulation pump that was replaced for reported issue. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.